Event description:
Hill-rom received a report from a hill-rom technician stating the top right brake caster will not fully lock (brakes not holding). The bed was located at a hill-rom service center not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the top right brake caster not holding due to normal wear and tear. The technician replaced the top right brake caster to resolve the issue. Based on this information, no further action is required.